Event description:
A 50 year old white gravida 2, para 2 female; status post bilateral subglandular inframammary gels (unk type, size, MFR - no records) placed in 1968. Pt reports this was for augmentation and they became hard within 6 months. There has been minimal change other than harder and more painful, no decrease in size or history of trauma, complain of: arthralgias (positive am stiffness)/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbances, sore throats, hot flashes/sweats/chills, headaches, dental problems, visual changes, dizziness, memory loss, "sicca", hair loss, rashes, sensitivity to sun/cold (positive raynaud's)/chemicals, shortness of breath/cough, chest pain/tightening, hypertension, increased cholesterol, weight gain, gastro-intestinal/gastro-urological problems, pelvic pain, and easy bruising. Pt otherwise healthy. Devices held for gram stain results.